Manufacturer narrative:
(B)(4). The device was not reported to be available. Should additional relevant information become available, a follow-up will be submitted

Manufacturer narrative:
(B)(4). The device was not returned to baxter, therefore no evaluation could be conducted. The service history review and device history record review could not be performed as part of the complaint investigation due to unknown serial number. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed pd therapy with a homechoice (hc) device experienced postoperative cardiorespiratory arrest and subsequently passed away due to the event. It was not reported whether the pt was hospitalized at the time of death. It was not reported whether the pt was connected to the hc device at the time of death. No further information was provided. Additional information was requested but is not available.